Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the clik anchor site. The patient underwent a revision procedure wherein the clik anchor was readjusted. The patient was reportedly doing well post operatively.